Manufacturer narrative:
Film evaluation summary: the reported difficulty with device removal and the tip detachment could not be confirmed based on the pre-implant imaging provided; therefore, the cause of the event cannot be determined. Procedural imaging, including angiograms documenting advancement of the delivery system, device deployment, removal attempts, and the reported tip detachment, was not available for review. While a definitive cause cannot be established, the severe vessel tortuosity observed on the pre-implant imaging, including an infrarenal aortic neck angulation of approximately 85 degrees, may be a contributing factor. However, this p cannot be confirmed based on the limited imaging available. Device evaluation summary: one still image received for analysis. Image depicts a detached tapered tip. B5: additional information received: it was reported that no fenestrations or other modifications were performed on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf2513c145ee stent graft was implanted during the endovascular treatment of a 74mm aaa. It was reported that during the index procedure the physician followed the IFU. After releasing the proximal end of the bifurcated main body bare stent, the distal end of the main body was further deployed. Under fluoroscopic guidance, the spindle was re-captured into the tapered tip. After reaching the bottom of the screw gear, rotation of the rear wheel was stopped. When retracting the delivery system, significant resistance was encountered. Gentle twisting of the delivery system was attempted, however, the spindle and the conical tip were still unable to retract through the bare stent region back into the stent graft cover. The delivery system was then advanced until the conical tip and the spindle were completely disengaged from the suprarenal bare stent. Under fluoroscopy, it was observed that the spindle and the conical tip had separated. Repeated attempts to re-capture using the rear wheel were unsuccessful. Another attempt was made to retract the delivery system but only the spindle retracted into the covered stent graft, while the tapered tip remained retained above the bare stent. The delivery system was removed from the body, a larger sheath was exchanged, and a 6x60mm balloon was introduced to retrieve the conical tip out of the body. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.